Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy due to lead migration. Surgical intervention may take place to address the issue.

Manufacturer narrative:
It was reported to abbott a patient¿ paddle lead had migrated from c2-c3 to c3-c4. The patient underwent a revision where the paddle lead was repositioned beck to c2-c3. There were no complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention on (B)(6) 2025 wherein, the lead was repositioned to address the issue.